Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the minimum fill notification issue could not be verified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.